Event description:
It was reported that during a follow up visit there was a noted treated ventricular tachycardia (vt)/ventricular fibrillation (vf) episode that showed right ventricular (rv) lead noise. The patient was asked to move/raise hand during which rv lead noise was observed. The rv lead was explanted and replaced. Post implant of rv lead the vt and vf therapies were programmed 'on', however observation on quick look screen showed the vt and vf therapies programmed as 'off'. The ICD was interrogated again, no change in quick look screen, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.